Manufacturer narrative:
(B)(4). Based on the event description provided, when the dilator was removed, the iris valve came out. The inner cannula and sheath were removed together and a new sheath was placed. Bleeding was controlled, and no transfusion was required. No adverse effect to the pt has been reported. No product has been returned to assist in the investigation. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, deployment testing has been conducted. The results met the acceptance criteria. The work order was reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to current specifications. The instructions for use provide contraindications, warnings and precautions regarding the appropriate method of use for this device. Specifically, it states "7. Ensure the captor hemostatic valve on the flexor introducer sheath is turned to the open position." Following removal of the gray positioner, the IFU states "5. Close the captor hemostatic valve on the main body introducer sheath by turning it in a clockwise direction until it stops." The captor hemostatic valve should be in the open position during manipulation of the gray positioner. The silicone captor valve began to come out of the valve when the gray positioner was removed during the procedure. The sheath was replaced. No adverse effect to the pt has been reported. At this time, there is no indication that a design or process related failure contributed to this event. It is possible that the hemostatic valve was in the closed position when the gray positioner was removed, resulting in friction causing the valve to become dislodged. Without add'l info, a definitive root cause cannot be established. The risk was assessed using quality risk assessment. The risk remains acceptable with inclusion of this event. No add'l risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
A pt underwent evar on (B)(6) 2014. The device was implanted into a pt and as the physician was retracting the dilator from device, the seal for the valve came out with the dilator. The sheath and dilator were then removed together and a new sheath was placed. Bleeding remained controlled and no transfusion was needed. The device remains inside the pt as intended. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.